Manufacturer narrative:
Philips service recreated the image store and performed diagnostics. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that digital subtraction was blocked due to low disk space on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.